Event description:
The customer stated that the insulin pump had moisture damage and now the display is blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage in electronic assembly. The insulin pump also had a corroded motor home switch.